Event description:
It was reported that the 9600+ system c-arm would not boot-up during set up for a case. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to adjust the 5 volt power supply on the monitor cart and reload software. Power supply adjustments made and software reloaded. The system was tested and found to be working as intended and placed back into service.